Event description:
A saluda representative was notified by the clinic of a patient¿s death. During this notification, the clinic noted that the patient was elderly. The date of death and the cause of death have not been disclosed to saluda. The evoke spinal cord stimulation (scs) system was confirmed to be operating as intended, with no allegation of device deficiency. Saluda was not able to obtain further information.

Manufacturer narrative:
No saluda devices were available for return and analysis. There was no allegation of device deficiency for the saluda devices prior to the patient's passing.